Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the patient returned from the operating room with IV pole containing 1 pcu, 1 lv channel & 3 syringe channels. Epi was in syringe channel, though turned off. Epi syringe was removed by nurse to replace with another syringe to be actively running. When epi syringe was removed from channel, every channel displayed "communication error" & there was a loud alarm. Meds running included fent, dex, art solution, epi (halted), d5/0.45%. Drips emergently switched over to new IV pump/brain. Clinical engineering work order placed. No patient decompensation resulting from delay in drip administration.

Manufacturer narrative:
The reported issue of a displayed communication error on every channel when the epinephrine syringe was removed and replaced was confirmed. Physical inspection of the device noted no damage or any anomalies. Log analysis shows a system error code (800.8000) was generated on (B)(6) 2019 at 12:08pm as a result of user actions of performing a prime function on the channel c sn (B)(4) syringe module and following with immediately starting the infusion in anesthesia paused state. When the syringe module was stopped by user actions of accessing the syringe then selecting and confirming a new syringe, the error occurred. Keypress replication performed reproduced the system error and confirmed it to be a software related issue. The root cause was attributed to a software issue where the pcu software attempted to access data that was non-existent, resulting in a null pointer exception. The exception occurred when the syringe module was started in a paused state after priming has been completed. The priming program data has been deleted and the pcu attempts to access the missing priming data for writing to the historical log, the system error occurs.

Event description:
It was reported that the patient returned from the operating room with an IV pole containing 1 pcu, 1 pump module & 3 syringe channels, when the epinephrine in one of the syringe channels turned off. The epinephrine syringe was removed by the nurse to be replaced with another syringe that was actively running. When the epinephrine syringe was removed from the channel, every channel displayed "communication error" with an alarm. The medications infusing included fentanyl, dextrose, an "art solution" and d5/0.45%. The epinephrine was stopped, and the drips were emergently switched over to a new IV pump/brain and a clinical engineering work order was placed. There were no patient effects resulting from the delay in the administration of the medications.

Event description:
It was reported that the patient returned from the operating room with an IV pole containing 1 pcu, 1 pump module & 3 syringe channels, when the epinephrine in one of the syringe channels turned off. The epinephrine syringe was removed by the nurse to be replaced with another syringe that was actively running. When the epinephrine syringe was removed from the channel, every channel displayed "communication error" with an alarm. The medications infusing included fentanyl, dextrose, an "art solution" and d5/0.45%. The epinephrine was stopped, and the drips were emergently switched over to a new IV pump/brain and a clinical engineering work order was placed. There were no patient effects resulting from the delay in the administration of the medications.